Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The basal total daily dose (tdd) for event date (B)(6) 2018 correctly matched the programmed basal rates for that day. The basal history shows the basal program was switched from basal program 1 to basal program 2 on (B)(6) 2018. Pump ran on basal program 2 until end of usage. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 1.2 mmol/l with blurred vision and cognitive impairment associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was treated by a health care provider at the emergency room with food and/or drink as treatment. During troubleshooting with customer technical support, it was noted that the pump was not delivering correctly. After reviewing the basal history, it was determined that the basal history did not match the total daily dose. The basal history matched the active basal program this complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery issue.